Manufacturer narrative:
Cmp-(B)(4). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01197, 0001825034-2018-01198, 0001825034-2018-01200. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history identified several similar reports against the product code. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Report source: foreign. The event occurred in (B)(6). Device remains implanted.

Event description:
Clinical study (B)(6) reported that patient underwent right total hip replacement on (B)(6) 2016. At the 1-year followup visit, the oxford score indicated that the patient was experiencing severe pain, and the harris score reported that the patient was experiencing moderate pain, tolerable makes concessions to pain, some limitation of ordinary activity or work. May require occasional pain medicine stronger than aspirin.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - UDI# is unknown since the lot number is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.